Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully navigated the ilio-femoral conduit and acquired bilateral femoral artery access. During catheter manipulations the catheter tip detached. The foreign body remains within the patient vessel as the physician could not remove it. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.